Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that two weeks post implant, the patient developed a hematoma which required drainage. The device remains implanted and in service.